Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer that is off label insulin and should not be used.